Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer continued to use the pump for insulin therapy, and a replacement pump was sent. Customer¿s blood glucose level was 359 mg/dl.

Manufacturer narrative:
H6: remove codes 4114, 3221, 67; add codes 4118, 3233, 11. H10: statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.